Event description:
It was reported that the pt presented to the hospital with chest pain, CT imaging demonstrated two detached filter limbs. One detached limb was identified in the right pulmonary artery and one detached limb was noted to have perforated the right ventricle. The detached limb in the pulmonary artery was successfully removed; however, the detached limb in the right ventricle had transitioned through and out of the ventricle near the diaphragm; therefore, the detached limb could not be retrieved. The pt is reported to be currently stable and asymptomatic.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.